Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the r3 liner, hemi head and sleeve were removed. The r3 shell, threaded hole cover and stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the r3 shell, r3 liner, hemi head, sleeve, stem and threaded hole cover was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the r3 shell and stem. Similar complaints have been identified for the threaded hole cover. This will continue to be monitored. Similar complaints have been identified for the r3 liner, hemi head and sleeve. However, as the devices are no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. The reported stained tissue, corrosion and elevated cocr levels may be consistent with an adverse reaction to metal debris, but this cannot be confirmed based on the limited information provided. Although it was reported that the metal ions were elevated, no lab reports or units of measure were provided. Without supporting lab/pathology results, pre and post-implantation radiographs, and/or the analysis of the explanted components, the root cause of the reported clinical symptoms cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the revision and associated post-op pain cannot be determined, and there is no report of the patient¿s current condition, or whether the reported clinical symptoms persist. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the r3 liner, hemi head and sleeve were removed. The r3 shell, threaded hole cover and stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the r3 shell, r3 liner, hemi head, sleeve, hole cover and stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the r3 shell and stem. Similar complaints have been identified for the hole cover. This will continue to be monitored. Similar complaints have been identified for the liner, hemi head and sleeve. However, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. The reported stained tissue, corrosion and elevated cocr levels may be consistent with an adverse reaction to metal debris, but this cannot be confirmed based on the limited information provided. Although it was reported that the metal ions were elevated, no lab reports or units of measure were provided. Without supporting lab/pathology results, pre and post-implantation radiographs, and/or the analysis of the explanted components, the root cause of the reported clinical symptoms cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the revision and associated post-op pain cannot be determined, and there is no report of the patient¿s current condition, or whether the reported clinical symptoms persist. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that left hip revision surgery was performed due to pain, metallosis, local adverse tissue reaction to metal debris and elevated metal ion levels.